Event description:
It was reported that a patient¿s ilet dosing stopped when the patient could not obtain a prescription refill and the device required a connected cgm to resume dosing; the patient lacked backup therapy and a bg meter, and was advised to contact a healthcare professional. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no impact to health reported and no hospitalization. Investigation included a review of use conditions and user guidance provided during troubleshooting and education. Investigation of this case revealed device performance consistent with design, with dosing dependent on cgm connectivity and user access to prescribed supplies; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and therapy interruption due to inability to obtain supplies.